Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash with puss under the therapy electrodes. The patient applied a medicated lotion given to him by a physician. The patient reported that the irritation improved.